Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of six of peritoneal dialysis therapy. The technical service representative (tsr) instructed to cycle the power to clear the alarm. During the troubleshooting, it was determined that the patient had one supply line that came loose and a supply bag disconnected without falling. The care giver said that there was also a dog in the room with the set-up which might have caused an issue. Therapy was ended. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Loose connection between a supply line and supply bag is a known cause of this alarm. The reported problem was determined to be supply bag disconnected without falling. The patient also reported that "there was a dog in the room during the setup of therapy which may have caused an issue." Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide also warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.